Event description:
It was reported that device is not registering small slug during preventive maintenance. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the pump was in excellent condition. No apparent contamination. Customer?s reported issue was duplicated during syringe test. Invalid syringe size was found, and unable to calibrate syringe size. The root cause of the reported issue was determined. The tapered spring slipped over the collar of barrel clamp rod. Actions taken to mitigate the reported issue: replaced barrel clamp rod, tapered spring, barrel spring and barrel clamp guide per corrective and preventative action. Performed calibration. Device passed all the functional test. A corrective and preventative action has been opened to address the reported issue.